Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted as part of a system upgrade procedure. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.